Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The nc trek balloon referenced in is being filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with pain and the procedure was to treat the left anterior descending (lad) artery and the left main (lm) artery with heavy calcification and mild tortuosity. Two xience skypoints were implanted in the lad and lm arteries. The nc trek balloon dilatation catheter (bdc) had no resistance during advancement and was used for post dilatation per standard procedure, however, a perforation occurred in the lad. An additional non-abbott stent was used to treat the perforation. The balloon was used again for post-dilatation and was fully deflated (confirmed by x-ray). However, the balloon would not come out of the guide catheter. Force was applied. All devices were removed together as a unit, however, the balloon separated from the shaft and got stuck in the lm artery. Intervention was attempted to embed the balloon but could not get a guidewire past the balloon. The patient died. Intravascular ultrasound (ivus) was used and there was no thrombus. In the physician's opinion, the nc trek was part of the reason that caused and contributed to the death, however, the 2 xience skypoint stents did not cause or contribute to the death. No additional information was provided.